Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The reported event of blockage error was verified. The dso is shattered and is causing the blockage errors. The dso will be replaced to resolve the issue.

Event description:
One cadd ms3 pump reported one pump is stating blockage error. Patient tried to remove battery and retried the pump. Patient switched to backup pump and continued medication. Dose or amount 53 ng/kilogram/minute, frequency is continuous, subcutaneous. Dates of use april 2014 to current. Infusion is life sustaining. No reported adverse effects.